Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4), and the following information was documented: "tissue not fixed/infiltrated properly. When the techs were embedding and trying to cut slides, the tissue acted like it was not fixed/infiltrated properly." On (B)(6) 2021, assigned leica applications specialist core histology (fas) visited the customer site and documented the following: "at 4:04 pm on (B)(6) 2021 the 12hr sub-x protocol was loaded and the final concentration threshold warning appeared 1 run remaining). The run was started at 4:05 pm without a reagent change as prompted. At 4:58 pm, the 5 and ½ hr sub-x biopsy (the run with poor processing was loaded). The error warning of final concentration threshold was displayed. A user attempted (3) more times to load and received the same message (3) times. At 4:59 pm bottle 5 was removed for 5 seconds and reset, changing the concentration in the software to 100%. 5 seconds is not enough time to complete a reagent change so while the instrument thought the concentration was 100% (satisfying the final reagent threshold) the actual concentration of bottle 5 likely remained 76.5247%. This is the likely cause of the poor processing. The run was then started at 4:59pm. Since retort b had been started already it ended up using bottle 5 as the 3rd step, and therefore remained unaffected (please note that bottle 5 states 100% in the software but is actually 76%): retort a however ended up using bottle 5 as the final dehydrating (ethanol) step, which instead of being 98% or higher was actually approximately 76% or less (please note that bottle 5 states 99% in the software but is actually 76% or lower). This would have reintroduced water to the samples and the outcome would be under-processed tissue as reported. The cause of the poor processing appears to be an incorrect bottle reset that resulted in the instrument software believing bottle 5 to be 100% ethanol when in fact it was likely 76%. A bottle exchange cannot be completed in 5 seconds (the amount of time it was removed before reset). It indicates the bottle was removed and put back in without being exchanged, yet the instrument was reset as if it was. We cannot confirm the exact contents of the bottle 5 because the instrument has undergone a reagent exchange, however the logs indicate this is likely the cause. The instrument appears to have functioned properly and the cause was user error. The fas also documented that the complainant had replaced all the reagents on the instrument, except for the wax in the wax chambers on (B)(6) 2021; and no further issues have been reported since the reagents had been replaced. The fas further documented that the patient tissue samples exhibiting sub-optimal processing were derived from the "51/2 hr sub-x biopsy" protocol comprising 17 cassettes, which was started in retort a at 17:00:09pm on (B)(6) 2021 and completed at 03:42:44am on (B)(6) 2021. The tissue types and sizes of the affected samples were detailed as: "mostly skin" and "small biopsies, 4 mm or less" respectively. On 12 august 2021, the fas visited the customer site to provide user training. Specifically, the users were shown the requirement for completing reagent replacement in accordance with the manufacturer instructions detailed in the leica peloris/peloris ii user manual. On (B)(6) 2021, leica biosystems (B)(4) received information from the assigned leica applications specialist - core histology that all patient cases involved in this event were diagnosable with difficulty.

Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that event code "16" and the following associated message was displayed to the user at 16:04pm on (B)(6) 2021: "final concentration threshold for ethanol exceeded; processing quality may be compromised - 1 run(s) remaining. Replace least pure ethanol station, bottle 5"; and event code "18" with the following associated message was displayed to the user on three (3) occasions at 16:58am and 16:59pm on (B)(6) 2021: "cannot run protocol; final concentration threshold for ethanol exceeded. Replace least pure ethanol station, bottle 5." Bottle 5 (ethanol) was not in contact with the corresponding sensor on two (2) occasions for approximately four (4) seconds at both 6:59:13pm and 16:59:47pm on (B)(6) 2021, which is not sufficient time to replace the reagent in the bottle in either instance. The station properties for bottle 5 (ethanol) were reset at 16:59:54pm on (B)(6) 2021; with a user affirming in the graphical user interface (gui) that the ethanol concentration in bottle 5 was to be 'topped off/up' at 16:59:27pm on (B)(6) 2021 and set to the default value of 100% at 16:59:54pm on (B)(6) 2021. The properties of the reagent in bottle 5 prior to these user actions were recorded in the instrument logs as: ethanol concentration=76.5%, cycles=131, cassettes= 4522, days=126. Although a user affirmed in the gui that the ethanol concentration in bottle 5 (ethanol) was to be set to the default value of 100% at 16:59:54pm on (B)(6) 2021, the actual ethanol concentration would have remained unchanged at 76.5%, because bottle 5 (ethanol) had not been removed from the instrument for sufficient time to replace the reagent. As the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Consequently, the reagent in bottle 5 (ethanol), which had an ethanol concentration of 76.5% due to the use error when replacing the reagent in this bottle, was used for the final dehydration step of the "51/2 hr sub-x biopsy" protocol started in retort a at 17:00pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The minimum final reagent concentration required for ethanol is 98%. The consequences of using reagent at a concentration less than the minimum required for the final dehydration and clearing steps in a protocol is re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps; and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint found that the instrument functioned as designed during execution of the "51/2 hr sub-x biopsy" protocol started in retort a at 17:00pm on (B)(6) 2021, from which sub-optimal processing of patient tissue samples was reported by the complainant. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error which occurred at 16:59:54pm on (B)(6) 2021. The facts indicate that a user did not complete manual replacement of the reagent in bottle 5 (ethanol) in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual when event codes indicating that a protocol could not be run, because the final concentration threshold for ethanol had been exceeded, were displayed. The leica peloris/peloris ll user manual contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."